Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, decreased sensing was observed on the right ventricular (rv) and right atrial (ra) leads. Lead revision was anticipated to resolve the event. The patient's condition was stable and there were no adverse consequences. Additional information was requested but was not received. Related manufacturer reference number: 2017865-2018-03133.